Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Earlier at an unspecified time, the patient first knew there was a problem with the dexcom when the cgm was 190 and the bg was 260 mg/dl. It was not specified or clarified whether the patient experienced symptoms at that time, nor whether there was treatment for hyperglycemia. An unspecified time later, the patient experienced presyncope and shaking. The patient bg reading was at 40 mg/dl and her dexcom was at 80-90 mg/dl on the tandem pump. According to the report, the spouse had to make sure she didn't pass out. The patient a drank glucose juice (shot). At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4); b5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications."

Event description:
Subsequent to the initial MDR, clarification was provided on 3/20/2024. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.